Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval.

Event description:
The patient's system was explanted due to pain at the pocket site. The pt was prescribed methadone after the explant.